Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and reported that there were no entries logged in the diagnostic/error logs. Troubleshooting was performed and all connections and fuses checked. The fse determined that there was a power supply failure and placed the faulty power supply to address the issue. Functional and safety checks were performed to meet factory specifications. All testing passed and the iabp unit was cleared for clinical use. (B)(6).

Event description:
It was reported that during testing of the cs300 intra-aortic balloon pump (iabp), the customer discovered that the batteries were not charging. There was no patient involvement and no adverse event reported.